Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a lesion located in the left main to lad exhibiting 70% stenosis with severe calcification and moderate vessel tortuosity. The device was inspected and prepped as per IFU prior to use with no issues noted. Negative prep was performed with issues identified. It was reported that an inexperienced tech injected saline into the inflation port of the rx catheter. The lesion in mid lad was pre-dilated prior to initial stent placement attempt. The physician proceeded to attempt delivery of the resolute integrity device with resistance noted. The device was reported to have dislodged in the left main. Attempts made to retrieve the dislodged stent were unsuccessful - a snare was used. The physician was able to advance a non medtronic balloon into the stent which was deployed in the left main with a good outcome (3.50mm balloon was used).